Event description:
It was reported that during an ep study and c3 mapping procedure the patient suffered a localized allergic contact reaction to the c3 external reference patches. It is unknown if an ablation was performed. The customer requests a full list of ingredients for the adhesive c3 patches. The IFU did not provide the information that the caller is requesting. Additional information was requested on the event, but no additional information has been provided.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant product: carto 3 system, model #: m-4800-0,1 serial #: (B)(4).